Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with clotted lumen and catheter restriction alarm during use of intra aortic balloon on patient. User stated that pump went into stand by for 17 minutes after the alarm clotted inner lumen displayed. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail like how to resolve the kink for catheter restriction alarm, after resolving it the esp personel assisted in resolving clotted inner lumen alarm. No harm or injury reported.